Event description:
Information received indicates, the scale display is blank due to corrosion/fluid ingress onto the 22 pin connector on the retracting frame.

Manufacturer narrative:
The technician replaced the connector and calibrated the scale to repair the bed.